Manufacturer narrative:
H10: per good faith effort (gfe) response received 21dec2023, it was determined that there was no issue and no repair was required. It was determined that there was no issue and no repair was required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that an error for the over voltage protection (ovp) had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that an error for the ovp had occurred. Repair is currently pending.

Manufacturer narrative:
E1: (B)(6).